Manufacturer narrative:
A steris service technician arrived onsite to inspect the eagle 3000 sterilizer. While onsite, the technician learned that the unit had alarmed during the cycle prior to the reported event "pressure in chamber" and "too long in exhaust". Following the cycle with the alarms, the employee opened the door to unload trays from the unit causing water to pour out of the chamber and the reported event to occur. Upon inspection, the technician found that the check valve was damaged allowing excess water to enter the chamber. The sterilizer was installed in 2009 making it approximately 12 years old at the time of the reported event. In lieu of replacing the check valve, the user facility elected to purchase a new washer. The unit subject of the reported event was removed from service. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn on their feet while operating their eagle 3000 sterilizer. The user facility did not disclose if medical treatment was administered.